Event description:
Clear care contact cleaner mistaken for contact lens solution. I ordered "contact lens solution" on (B)(6) and got this. Put it directly in my eye. I am a busy mom of two kids, working from home while also homeschooling them right now. I have a master's degree in education and I am generally very observant and cautious about chemical use and medications. This bottle looked just like contact solution. Yes, there was a red box with information about burning from improper use, but this was not enough- I didn't see it until after it burned my eyes. Temporary harm/injury, it happened today. Put it in my eye. Horrible burning and discomfort. (B)(6). Access number: (B)(4).